Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture, fracture and insulation damage. It was further reported that the right ventricular (rv) lead exhibited inconsistent capture, fracture, insulation damage and noise. It was also reported that the ra lead and rv leads were unraveled and could not be explanted. The ra lead was capped. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.